Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed eccentric de novo lesion measuring 2.5 to 3.0mm in diameter and 10mm in length was located in a non-calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 2.5x15mm non bsc balloon. A 2.75x12mm taxus liberte' drug eluting stent was advanced to the lesion, but not deployed. When the device was removed from the patient, stent damage was noted. The procedure was completed with a different device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)